Event description:
It was reported that the foley catheter lumen was blocked, preventing urinary drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter lumen was blocked, preventing urinary drainage.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received 1 all-silicone temp sensing foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjt1815. Four photos were received for evaluation. The first photo was a top view of the three-way catheter and return syringe. The second photo was a zoomed in view of the trifurcation site where the blockage site was visible. The third photo was a zoomed in view of the tip of the catheter with deflated balloon. The last photo was of the inflation valve confirming the batch # ngjt1815. Liquid was also ran through the drainage lumen and it was not able to drain due to blockage. This is out of specification per ip7601841, revision 13, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter lumen was blocked, preventing urinary drainage.